Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted at this time. An attempted lead revision was done due to fractured durata lead. The physician was dr. (B)(6) at (B)(6) in (B)(6) mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).